Manufacturer narrative:
The device was received for evaluation in normal working condition with battery voltage at beginning of life (bol) level. Header inspection and lead insertion tests indicated that the device connection was normal, and leads were able to be tightened securely onto the connectors when hex wrench is correctly inserted. Electrical and mechanical tests indicated normal device functionality with normal lead impedance measurements. A longevity assessment was performed and the device was in the normal range of operation with an appropriate remaining longevity. There were no device anomalies found that would have contributed to the issues reported from the field.

Event description:
During the implant procedure, the impedance was measured using a pacing system analyzer (psa) and the impedance was high on the right ventricular channel. The device was replaced to resolve the event and the patient was stable.